Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an impedance measurement anomaly was confirmed via review of impedance measurement trend data stored on the device. The device was tested on the bench and was found to be normal. The cause of the field event could not be determined.

Event description:
It was reported that the device was being changed out for normal eri. A difference in pacing lead impedance measurements were observed between the chronic device and the system analyzer and newly implanted device. The chronic device produced lower impedance measurements. The new device remains implanted and the old device was returned for analysis.